Event description:
It was reported that a spectrum pump displayed system error 105 in the medical surgical area. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported symptom which was reproduced. System error 105 was confirmed through review of the event history log. Eval found excessive motor bearing wear with shaft end play and black material around the bearing. The motor mechanical assembly was inspected and tested. The inner and outer gearbox bearings had signs of wear, and the bearing cage was broken and starting to disintegrate. The evidence suggests that the motor was the cause, but root cause was not identified. The internal motor inspection was invasive, so the motor assembly was replaced.